Manufacturer narrative:
The custom pack lot specific to this event is not known; therefore, lot history and device history record reviews is not possible. A sample has not been returned for this complaint; therefore, the file will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dull blade noted during surgery, no patient harm. Upon follow up it was informed that the product sample is not available as it was discarded. The reporter informed that the is no additional information available.